Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other similar complaint reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtration device implantation, he observed that it was not draining. He removed the glaucoma filtration device and completed the surgery with another one. The pt had a good outcome without any complications. Additional info has been requested.